Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation unit powered up successfully. However, unit was received with unresponsive buttons. After several attempts unresponsive buttons persisted. Upon the removal of keypad overlay, cracked on u1 lead 1 was noted leading to the unresponsive buttons. Proceed by cutting unit open and perform a visual inspection of connectors and electronic stack. J1 connector on pcb1 was locked properly during visual inspection. However, under microscopic investigation cracked u1 keypad lead 1 was noted. Unable to proceed with the following testing due to unresponsive buttons: rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The following cosmetic damages were noted: scratched case, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, battery tube threads - cracked and cracked case-corner of belt clip rails. In conclusion customer concerns were confirmed. Unresponsive buttons due to cracked u1 keypad lead 1 was noted. Unable to confirm no delivery alarms due to unresponsive buttons. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump's buttons had to be pushed multiple times, and an insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) unomedical, mmt-1884l, unk_reservoir. Troubleshooting was initiated for the insulin flow blocked alarm, and it was identified that the issue was a past event. No harm requiring medical intervention was reported. No product return is required for unomedical, mmt-1884l, unk_reservoir.